Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with an alert for low out of range high voltage lead impedance on the right ventricular lead. Review of the transmission revealed the lead exhibited low impedance beginning in (B)(6). There were no other electrical anomalies noted. The patient was brought into the office on (B)(6). The device was reprogrammed. The patient was asymptomatic to the event and did not have any complications or adverse effects.